Event description:
It was reported that during surgical preparation a glenoid sizer handle was found to be missing its tip and could not lock into a sizer, and a second set was opened to complete the procedure. No fragments were noted to have fallen into the surgical field. The patient had no consequences or impact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, (B)(6). The device is in process of being returned for analysis: once the investigation is completed, a supplemental medwatch 3500a will be submitted.